Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the site manually rotated the endoscope to align the image. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the image was mirrored in the surgeon side consoles (ssc). The tse had the site manually rotate the endoscope to align the image. The procedure was completing as planned with no reported injury.